Event description:
It was reported the stimulation started turning off on its own. The stimulator turned off 8 to 9 times from 11 pm to 9 am. The stimulator turned off randomly; no emi (electromagnetic interference) or specific position seemed to cause it to shut off. The pt experiences a loss of therapeutic effect. The pt usually had the amplitude at 5.7 volts. After the reported event, the pt could only have the amplitude as high as 3.4 volts. If the stimulation was higher, "the stimulation raced across the pt's chest" and his chest got tight. The pt had used an electric blanket for three nights; on the last night the stimulator shut off for the first time. The pt was seen by the physician. The pt discussed "chest discomfort" with the physician. The physician explored questions in regards to the pt's overall health / heart health and/or symptoms considering the lead is in the lower thoracic region. An x-ray of the lead placement was not done. The stimulator was interrogated with no difficulty from the 8840 programmer and/or the recharger. Impedances were within normal ranges. Programming was completed. The pt received add'l programs with reports of satisfactory stimulation coverage. Comfortable stimulation, using one lead, was obtained in the pt's left leg with a small amount in the lower portion of the right leg. This indicated the pt's lead was probably placed dorsal/midline. Explant or revision was not discussed by the physician or the pt in the presence of the MFR rep. It was reported the pt had recharged the stimulator the same night as the reported event and the recharging "hurt." The stimulator pocket was very loose and very uncomfortable in or around the device pocket during recharging. This had been an issue since implant. The pt was only able to recharge for short periods of time because it was so uncomfortable. The temperature light had come on the three times. The pt recharges. The pt adds a layer of insulating material between the recharger antenna and the pt's skin. The "uncomfortable" feeling comes within minutes of starting to recharge and ends within one minute of stopping the charge. The pt discussed stimulator pocket discomfort with the physician but did not refer to discomfort from recharging, only that the stimulator was not comfortable in the pocket.